Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The physician encountered difficulty placing this lead. Upon initial placement the lead did not return satisfactory capture measurements within the desired thresholds. During the procedure, the patient developed a flash pulmonary edema and the atrial lead placement was aborted. The lead was extracted and a port plug was placed in the implantable cardioverter defibrillator (ICD) atrial port. Later that evening, the patient passed away due to respiratory complications. It was noted the patient was high risk for the implant procedure as he had coronary artery disease and respiratory deficits. The leads were retained by the hospital and not available to be returned at this time.